Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
No blood glucose levels reported. The customer reported that the piston of the insulin pump did not stop during priming. No additional information was provided.

Manufacturer narrative:
The insulin pump seated at the beginning of displacement test with no reservoir in serter due to unknown dried substance on motor slide and corroded motor home switch noted. Unable to verify piston stopping during priming, due to unknown dried substance on motor slide and corroded motor homes witch noted. Unable to perform displacement test, rewind test, prime test, basic occlusion and occlusion test due to unknown dried substance on motor slide and corroded motor home switch noted. Minor scratches on display window, cracked reservoir tube lip scratches on reservoir tube window and cracked battery tube threads.